Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Unexpected power loss alarms due high sleep current.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had error message and insulin pump went off. The customer¿s blood glucose level was 72 mg/dl. The customer tried three different batteries but insulin pump did not turned on. The insulin pump will not be returned for analysis.